Event description:
During preparation for a coronary drug eluting stenting treatment procedure, damage to the stent was noted. After unpacking the stent from the sterile bag, they found the edge of the stent was dislocated and not in a smooth shape. The procedure was completed with another taxus liberte stent. No patient injuries or complications occurred.